Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results that were generated by the access 2 instrument. Per customer, in early 2008, accu tni results were reported out of the lab and were questioned by physicians indicating the results do not match the clinical presentation of the patient. Values from patients in questions were not supplied and review of archive data does not show repeat samples from that day. The lab has continued running patient samples on this instrument and on two days later, an accu tni result of 2.53 ng/ml was obtained. The sample was re-tested on the same instrument and repeated result was 0.02ng/ml. The sample was also tested on a different instrument in the customer's lab and a result of 0.02ng/ml was obtained. No report of death, serious injury, or change to patient treatment has been reported in association with this event.

Manufacturer narrative:
Qc was within specifications before and after the event. A system check performed in early 2008 partially failed. The system check passed within specifications upon repeat on the next day. No errors were posted to the event log. Customer did not question any other assays at this time. The specimens were plasma type. Collected in bd vacutainer, lithium heparin tubes and were centrifuged at 3,000 rpm for 15 minutes. Based on archived data, specimens were sampled from an access 1.0ml insert cup in 13x75mm tube. A field service engineer (fse) was dispatched to the customer's lab: the fse performed a preventive maintenance (pm) to the instrument. The fse replaced: pipettor, precision spring, and mixer. The fse conducted diagnostic testing which passed within specifications. The fse performed correlation testing with 4 patient's samples on the access 2 instrument versus the different instrument in the customer's lab and all results correlated. The fse verified repair per established procedures. Results met established performance specifications. A clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.